Manufacturer narrative:
Additional information: d4 and h4: the device, used in treatment, was returned for evaluation. A visual inspection was conducted and confirms the impactor has damaged threads causing the stated failure. This device exhibit signs of significant wear/ usage. This device was manufactured in 2010. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during a thr procedure, the r3 cup impactor came loose while impacting the implant. Surgeon noticed the threads were bad. No delay. Backup device available. No impact or injury to patient reported.